Manufacturer narrative:
Patient identifier: (B)(6) (not enough characters to accommodate the whole sample ID) this report is being filed on an international product, list number 08p07-32 that has a similar product distributed in the us, list number 8p07-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) alinity I hiv ag/ab combo result for a patient sample. The following data was provided (reference range: (B)(6)): the physician ordered an (B)(6) test for the patient to confirm previous (B)(6) results. The (B)(6) testing generated (B)(6) results for the patient, however when the customer ran the patient sample (sid (B)(6)) on the alinity I processing module a (B)(6) was generated. There was no impact to patient management reported.

Event description:
Update: on 04apr2022, provided values for the western blot testing performed on (B)(6) and (B)(6) and confirmed the positive results for the sample. On (B)(6) 2022 the patient sample was testing on the cobas (roche method) and generated a hiv antibody result of 0.0725 coi (negative) and a hiv antigen result of 5.47 and 5.47 coi (positive) respectively. Pcr testing generated a negative result. Additional testing was performed at a different lab (dortmund) for analysis and the results were: immunoblot: negative (different manufacturer, no further information available); roche antigen test (combined antigen/antibody): antibody was negative; antigen was positive.

Manufacturer narrative:
Additional patient testing added to section b5: describe event or problem.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I hiv ag/ab combo results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The ticket search by lot indicates the reagent lot performs as expected for this product. The tracking and trending were reviewed and did not identify any related issues. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not affected. Note: alinity I hiv ag/ab combo and architect hiv ag/ab combo share the same bulk reagents. The device history record was reviewed and did not identify any non-conformances or deviations associated with the likely cause lot and complaint issue. Labeling was reviewed and adequately addresses the issue under review. No malfunction was identified. The test results provided in this complaint for the sample in question were inconclusive to determine the patient status. The non-reactive alinity I hiv ag/ab combo results are in alignment with the non-reactive results obtained in pcr, 2nd immunoblot and roche hiv ag/ab combo test. Based on the investigation, there is no general issue with the alinity I hiv ag/ab combo reagent lot 37182be00 identified.